Manufacturer narrative:
Two opened probes were received, with tip protectors, in a pouch. Sample one : the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample two: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Returned sample one was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed for sample one and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation does confirm that probe sample two had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. Sample one was functionally conforming and the exact root cause for the cut failure observed in sample two cannot be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe could not cut but can aspirate during vitrectomy surgery. The surgery was completed on the same day. There was no report of patient harm.